Event description:
A patient reported experiencing dizziness and sweating while using a surestep meter. On the day of the event, patient's blood glucose was 203mg/dl on ss meter. Patient was sweating, dizzy and not feeling well. Healthcare provider increased glypizide dosage due to ss meter results. Hcp later reduced glypizide dosage when patient experienced dizziness. Patient had been reportedly over-stressed by spouse's cancer treatment. No further information has been provided.